Event description:
The facility reports that during evaluation of the device and attached lifepak9 shock advisory adapter by the biomedical department for an unrelated pacer problem, the device 'locked up' and the front panel switches would not function.